Event description:
It was reported that the user experienced fluctuating glucose values while using the ilet system, including a sensor alert indicating a drop from about 140 mg/dl to 92 mg/dl; the user consumed a sandwich without a meal announcement and reported physically demanding work that might affect glucose levels. Symptoms included episodes of low glucose and high glucose. Outcomes included troubleshooting and education on treating low glucose with 15 grams of fast-acting carbohydrates every 15 minutes before announcing and eating a meal, and on the risk of rebound hyperglycemia and subsequent corrective dosing that could precipitate another low. Investigation included review of device data trends and user-reported history. Investigation of this case revealed no device malfunction, and the pattern was consistent with user management factors such as unannounced meals and physical activity while using the ilet and oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear for both the hypoglycemia and hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.